Event description:
The customer reported that the unit had failed the safety disk leak test. Two of the customer's biomeds took the unit apart in an attempt to resolve the problem. Unable to repair the unit, the customer called the company representative. Upon arrival, the company representative found the unit in pieces with missing parts and hardware. After putting the unit back together, the company representative observed the reported problem and found that the unit: failed the safety disk test, exhibited a vacuum leak around the shuttle transducer threads, low vacuum reading, drive transducer was out of calibration, failed the k5a leak test, broken line cord retainer. No patient injuries were reported.